Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the part where the needle is attached was clogged with transparent foreign material, making it impossible to attach the needle. The foreign material had to be removed before use. The involved eye and the patient identifier are not available. There's no patient harm. Contaminated foreign material was placed in a cap sealed with tape. The customer requests investigation of the cause of foreign material contamination.

Manufacturer narrative:
Complaint trending reviewed for the lot code provided found no similar complaints. This product was filled on filling line vfl02. These syringes are subjected to a 100% visual inspection after any centrifugation on line vil02. After the visual inspection, an aql sampling is carried out to confirm that the 100% visual inspection has been carried out in a compliant manner. No material deviations were reported for the used syringe or used sleeve. This product was assembled on assembly line val02: in process control is carried out at start-up, every 30 minutes and at the end of the work order, 24 consecutive syringes are subjected to a visual check: no deviations were reported. Based on the provided pictures, no conclusions can be made. A part of the cover (the transparent part) of the cannula was received as the complaint sample. In the cover of the cannula there is a hard piece of plastic with a kind of screw thread visible on it. This piece is likely a piece of the hub of the needle. The needle is always in the transparent part of the cover, the hub of the needle is largely in the colored part of the cover. It is unclear how the piece of plastic ended up in the transparent part. The piece of plastic may have broken off during the placement of the needle on the syringe. Since we have little information and only a piece of the cover was returned, the complaint cannot be explained. Since no manufacturing related deviations were reported and only a part of the complaint sample was returned, this complaint cannot be confirmed. A potential root cause could be attributed to a component related issue. However since discovisc is covered under the toll manufacturing agreement between alcon and novartis puurs, alcon is responsible for contacting the suppliers in the event that further investigation is required. The sample has been sent back to apd. A root cause outside the control of the manufacturing site could not be eliminated. Review of the lot complaint history, manufacturing documentation, sample evaluation and incoming inspection of components found no issues that would have contributed to the reported complaint. Based on analysis performed, no atypical trend is present for the reported lot. In the absence of an atypical complaint trend and as no manufacturing related issues were identified during the investigation, this complaint is not justified from a technical point of view. No further action is required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Upon further follow up, it was confirmed that foreign material looks like a piece of the cannula hub.

Manufacturer narrative:
Additional information is provided in b.5. Based on this information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports will be scheduled under mfg report num: 3002037047-2024-00010. The manufacturer internal reference number is: (B)(4). Reflects all related report numbers associated with this product event that have been submitted at this time.